Event description:
A hydrothermablation console unit was used during a hydrothermablation (hta) procedure. According to the complainant, the hta system had fluid loss error(s). A continuity check was performed on the IV pole and the connections cleaned. Although the IV pole checked out as operating fine, the error(s) could not be isolated to the IV pole or the console. The procedure was completed, and no patient complications were reported. Although attempts were made to obtain additional follow up, no further information is available.

Manufacturer narrative:
The console was returned for evaluation and the complaint could not be confirmed. While in house, the unit received routine maintenance which was not related to fluid loss alarms. The root cause of this complaint "complaint not confirmed".

Event description:
Note: this MFR report pertains to the first of two devices used during the same procedure. Refer to associated MFR report #3005099803-2009-05625 for a description of the second device. A hydrothermablation console unit was used during a hydrothermablation (hta) procedure. According to the complainant, the hta system had fluid loss error(s). A continuity check was performed on the IV pole and the connections cleaned. Although the IV pole checked out as operating fine, the error(s) could not be isolated to the IV pole or the console. The procedure was completed, and no pt complications were reported. Although attempts were made to obtain add'l f/u, no further info is available.

Manufacturer narrative:
The device has not been returned; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. (B)(4).